Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was readmitted for possible driveline infection, which progressed to sepsis. The patient suffered bilateral hemorrhagic strokes and expired on (B)(6) 2013.